Manufacturer narrative:
The reason for this complaint was a primary surgery reported as difficulty to drill baseplate. The possible time in service for baseplate is 16 days from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. A significant adverse event was reported by the surgeon. The surgery was completed as intended, with a twenty-five-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to manufacturer and evaluated by registered medical assistant (RMA) djo surgical. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmr's associated with the production of the instruments that are related to the reported issue. Complaint database review shows no prior complaints filed against the instrument's item number or production lot number that reports a similar failure. No prior complaints report past instances of these instruments being affected by this failure. RMA examination: the instrument was returned to djo and upon further examination found that the central screw broke off the baseplate. The agent's description describes that the patient had abnormally hard bone which could be the cause of the rsp baseplate, 30mm, w/p2 coating breaking. The root cause of this complaint was likely due to the difficulty to drill the rsp baseplate, 30mm, w/p2 coating into the patient's abnormally hard bone. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Reported incident - the 30 mm threaded center screw of the baseplate broke off of the baseplate while threading the base plate in the glenoid.